Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition due to dislodgement. This lead was then explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.